Manufacturer narrative:
This device is not available for testing and evaluation. .without a lot number, device history record (DHR) review cannot be conducted . Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was failure on an unknown mynxgrip where ¿mynx would not come out all the way of tube¿. Manual compression was done. The patient was not harmed. The device is not available for analysis.

Manufacturer narrative:
As reported, there was failure on an unknown mynxgrip vascular closure device (vcd) where ¿mynx would not come out all the way of tube¿. Manual compression was done. The patient was not harmed. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿sealant-failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.